Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports having a large red spot at the pod infusion site, the patient applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with an abscess at the pod infusion site. The patient was rubbed with lidocaine and received 2 injections to numb the area. The patient had an incision created and the purulent discharge was removed. The patient was advised to see the doctor every 3 days to change the dressing. The patient was released from the hospital the same day. The patients pod will not be returned as it has been discarded. The patient was able to apply a new pod after this event.